Event description:
On 4/5/1999, user facility reported during a medial, partial meniscectomy of the knee, an extravasation occurred on a 30 yr. Old female pt. It is reported that the extravasation of the knee resolved without medical or surgical intervention. Per physician, no serious injury and no delay in procedure resulted. It was alleged that towards the end of the case, a 'strange sound was heard coming from the device'. No other details available from user facility regarding the function of the device.